Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Patient sex corrected from m to f. Device evaluated by MFR: a visual and tactile examination of the returned device found no kinks or damage along the entire length of the device. Positive pressure was applied and a leak was noted. A further microscopic analysis confirmed a pinhole located distal to the distal markerband. The examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No other defects were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that this is a duplicate to MDR-ID:2134265-2014-02502. The target lesion was located at the right common iliac artery and not the left common iliac artery. After a non-bsc guidewire crossed the lesion, this device was advanced for pre-dilation and not post-dilation as previously reported. The procedure was completed with a 8mm-20mm synergy balloon catheter and not a 7mmx40mm mustang balloon catheter.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous left common internal artery (cia). After a non-bsc guide wire was crossed the lesion, a 10x40mm and another 8x40mm non-bsc stents were deployed to treat the lesion. Subsequently, a 6.0 x 40, 75cm mustang¿ balloon catheter was advanced for post-dilatation. However, on first inflation at 14atmospheres for 10 seconds, the balloon ruptured. The device was removed intact from the patient's body and the procedure was completed with another 7mmx40mm mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.